Event description:
It was reported the ECG cable was missing. No patient involvement reported at this time. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that the ECG cable was missing, which was exchanged, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.